Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that sensing and pacing thresholds were poor on this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d). The lead was explanted while the device remains implanted. It was also noted that this patient had an infection unrelated to the system. The lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Automated electrical testing could not be performed due to an issue with the pv lead port. Manual electrical testing of the ra chamber noted normal pacing and sensing function. As a result, the clinical observations could not be confirmed.

Event description:
The device was subsequently explanted and returned. No adverse patient effects were reported.